Manufacturer narrative:
The report is not part of a uno recall complaint. (Device) problem code grid was mentioned incorrectly in the previous report, which has been corrected. Additionally new become aware date is added which also have been changed in this report. In this report section h (device) problem code grid, date received by mfg. (Rfb), event date (rfb) have been corrected/updated.

Manufacturer narrative:
In previous report section h, (device) problem code grid has been updated incorrectly. In this report, section h has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The reporter alleged of having asthma, inflammatory response. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.